Event description:
It was reported that the patient fell in (B)(6) 2010. Had an injury of the acromioclavicular joint,tossy iii (the operative treatment of fresh ruptures of the acromioclavicular joint). First surgery on (B)(6) 2010. An ac tightrope was implanted, healing was good. In (B)(6) 2011 the patient had pain in the shoulder again. X-ray showed that the tightrope was broken. Revision surgery: (B)(6) 2011. Implant broke in the middle, not at the fixation points. When revising, the ruptured tightrope was removed. Patient still has problems.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record cannot be performed. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is non-compliance with the post-op protocol. The product directions for use state post-operatively and until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The dfu further warns against the use of this device as the sole means of reconstructing a chronic acromioclavicular joint dislocation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.